Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification. The 2.25x15 mm xience skypoint stent delivery system (sds) failed to cross the lesion due to the anatomy. The second 2.25x15 mm xience skypoint sds failed to cross the lesion due to the anatomy and the shaft bent and then broke inside the guiding catheter. The device was removed from the anatomy. No additional devices were attempted. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.